Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device was performed and the device header was noted to be slightly loose. The df- seal plug and df- set screw were also missing, which was consistent with having been induced during the explant procedure. A set screw was added to perform tests on device. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested, and normal device function was observed. Impedance testing was also completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned settings. An x-ray was obtained to further investigate the slightly loose header. The x-ray revealed that the feedthrough wires were intact and there was no evidence of mechanical stress on the conductors or outer insulation of the feedthrough wires. Laboratory analysis concluded that the slightly loose header would not have contributed to the clinical observations of noise and the single high shock impedance measurement. The associated lead was also returned and analyzed and it was confirmed to be electrically continuous. As a result, no product characteristics were identified that would have caused or contributed to the clinical observations. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header was slightly loose, the df-seal plug and df-set screw were missing. A set screw was added to perform tests on device. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator heard beep tones. A manual transmission was performed and high out of range shock impedance measurement, measuring greater than 200 ohms was noted. The patient will follow up in-clinic for evaluation, including provocative testing. No adverse patient effects were reported. This device remains in service. Additional information was provided on 05oct2021, it was reported that the patient was seen in-clinic and noise was noted during provocation testing. A lead fracture was suspected when putting gentle pressure around the header of the pulse generator. The plan is to extract the right ventricular lead and replace the system electively. This device was deactivated in the meantime. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header was slightly loose, the df-seal plug and df-set screw were missing. A set screw was added to perform tests on device. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator heard beep tones. A manual transmission was performed and high out of range shock impedance measurement, measuring greater than 200 ohms was noted. The patient will follow up in-clinic for evaluation, including provocative testing. No adverse patient effects were reported. This device remains in service. Additional information was provided on (B)(6) 2021, it was reported that the patient was seen in-clinic and noise was noted during provocation testing. A lead fracture was suspected when putting gentle pressure around the header of the pulse generator. The plan is to extract the right ventricular lead and replace the system electively. This device was deactivated in the meantime. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator heard beep tones. A manual transmission was performed and high out of range shock impedance measurement, measuring greater than 200 ohms was noted. The patient will follow up in-clinic for evaluation, including provocative testing. No adverse patient effects were reported. This device remains in service. Additional information was provided on 05oct2021, it was reported that the patient was seen in-clinic and noise was noted during provocation testing. A lead fracture was suspected when putting gentle pressure around the header of the pulse generator. The plan is to extract the right ventricular lead and replace the system electively. This device was deactivated in the meantime. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator heard beep tones. A manual transmission was performed and high out of range shock impedance measurement, measuring greater than 200 ohms was noted. The patient will follow up in-clinic for evaluation, including provocative testing. No adverse patient effects were reported. This device remains in service. Additional information was provided on (B)(6) 2021, it was reported that the patient was seen in-clinic and noise was noted during provocation testing. A lead fracture was suspected. The plan is to extract the right ventricular lead and replace the system electively. This device was deactivated in the meantime. No additional adverse patient effects were reported.